Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the upper buttocks on (B)(6) 2019. The patient¿s father stated that the patient had a skin reaction at the sensor insertion site on (B)(6) 2019. Upon removal they noticed that the site was swollen. The parents took the patient to the emergency room (ER) on (B)(6) 2020 and he was prescribed an unknown medication to take for 1 week. At the time of the contact, the site was healed. No additional patient or event information is available.